Event description:
Same case as MFR report #: 2134265-2010-04387. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous mid to distal right coronary artery (rca). The lesion was 35mm in length. Initially, the physician attempted to predilate the lesion with an unspecified balloon catheter however this was not successful. The physician attempted to cross the lesion with a non-bsc penetration catheter, however that was not successful. The physician crossed a non-bsc microcatheter, and exchanged the non-bsc guide wire for a rotawire floppy guide wire. The physician advanced a 1.25mm rotalink plus burr, and successfully completed 5 runs of ablation for 10 seconds each run at a speed of 180,000 rpms. The physician then exchanged the system for a 1.5mm rotalink plus burr, and completed 3 runs of 10 seconds each run at a speed of 180,000. Following the use of the 1.5mm burr, coronary angiography was performed, and the physician noted that the rotawire floppy guide wire had fractured into two pieces. The physician used a non-bsc snare to retrieve 11 cm of the rotawire floppy guide wire however the distal 1cm portion still remains in the patient in the distal portion of the posterior descending artery. Two promus stents were implanted in the proximal to mid rca. No patient complications were reported and patient status is fine.

Event description:
Customer's nurse reported customer received erratic readings on their precision xtra meter. Customer's nurse reported customer received readings of 36 mg/dl, 48 mg/dl, 228 mg/dl and 226 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Manufacturer narrative:
This follow-up corrects the previous supplemental report sent on (B)(6) 2010 that stated the customer's meter was returned and investigated. The customer's meter has not been returned and no investigation has been performed as of this date. If the product is returned an investigation will be conducted and an additional supplemental report will be sent once new information has been obtained.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customer's nurse did not know if there was any foreign materials had gotten into the meter's port. The date of manufacture is unknown.

Event description:
It was reported that there was an "engine stop." The pump and catheter were replaced. The patient felt "good." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This is a correction report to the supplemental report submitted on 09/23/2010. (B)(4). This is a final report.

Event description:
It was reported that the device battery was rapidly depleting.